Event description:
The patient stated that, for the past few months, his infusion device has been automatically signaling him and going into stop mode (06 automatic off error) at night. Because this has been occurring at night, he has not always been alerted by the audible and vibratory signals from the infusion device because his infusion device is under the covers in his bed. He stated that, the occurrences in which the audible and vibratory signal related to the 06 error have not awakened him, resulted in elevated blood glucose levels. On the morning of this report (in 2007), he awoke to a blood glucose value of 325 mg/dl. He reported his normal blood glucose range to be 100-150 mg/dl. He stated that, he felt dehydrated when his blood glucose was elevated. He stated that, when he awoke and observed the 06 error and elevated blood glucose, he cleared the error and returned the infusion device to run mode. He then bolused insulin using his infusion device to decrease his blood glucose level. During troubleshooting with a company representative, it was not clear as to how the automatic off function was activated in the patient's infusion device. This function can not be programmed by the patient. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.